Event description:
The reporter stated that the surgeon was attempting to load an aa4202vl silicone single piece lens into two different cartridges and on the second attempt the lens wouldn't advance in the cartridge. There was no patient contact or injury.